Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Event description:
On (B)(6) 2013, pt reported to a company rep that she'd experienced hypoglycemia in the middle of the night. F/u was completed with the pt. She has experienced erratic blood glucose for the past 2-3 weeks, including hypoglycemia in the morning hours. She has required outside assistance to treat hypoglycemia during 2 events. She woke between 4:30-5:00 a.m. On (B)(6) 2013, and her vision was blurry. She called for help, and her roommate brought her juice to drink. Her blood glucose was 41 mg/dl and did not return to normal range (above 150 mg/dl) until 12:00 p.m. She experienced hypoglycemia again (date unk) around 4:30-5:00 a.m., and she called someone to bring her juice to drink. Her blood glucose was 49 mg/dl, and it returned to a normal level around 2 hours later. No allegations were made against the infusion device or related products, and no issues were noted during troubleshooting. Her physician decreased metformin dose from 2 pills to 1 pill per day, and she has not had further hypoglycemia. No product will be returned for eval.